Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. A device history review was performed and it was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes damaged drive feature and is considered a similar complaint. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: d4: (B)(4).

Manufacturer narrative:
(B)(4). Patient's weight unknown/ not provided. Device additional 510(k) number k011028 and k013227.

Event description:
It was reported that the doctor noticed the threads of the implant (B)(4) was damaged while doctor doing the final restoration. It was also reported that the implant still remain implanted.